Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown

Event description:
Patient reported right side "discomfort, pain, twinges" and "capsular contracture (baker grade unknown)." Device remains implanted.

Event description:
Patient reported, right side "discomfort, pain, twinges". And "capsular contracture, (baker grade unknown)". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported right side "discomfort, pain, twinges" and "capsular contracture (baker grade unknown)." Device remains implanted.

Event description:
Device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10. Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Crease/folding of implant: observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side "discomfort, pain, twinges" and "capsular contracture (baker grade unknown)." Device has been explanted and discarded.